Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s sleep/wake button was unresponsive, and the user was advised to place the pump on the charging pad, after which the sleep/wake function became responsive. Symptoms included no adverse clinical effects. Outcomes included no reported impact to therapy, no alerts or alarms, and no need for medical care. Investigation included customer troubleshooting and education. Investigation of this case revealed that the device resumed normal function after charging, consistent with a user interface responsiveness issue related to power state. It was concluded, based on previously established findings for similar reports, that the cause was user-interface operation influenced by device power status.